Event description:
The core impaction was sent in for eval because it was leaking black fluid during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device; a slight procedure delay of no clinical significance was reported.

Manufacturer narrative:
During failure analysis, leaking was not observed; however, the device overheated during performance testing. Corrosion damage was noted within the internal components of the device.